Manufacturer narrative:
Examination of the returned torque driver determined that tip breakage occurred when the driver was being used to loosen a set screw. The twisting of flutes on the distal tip of the instrument and subsequent breakage is indicative of the application of atypical force upon the torque driver during set screw loosening. At this time, the complaint is considered to be closed.

Event description:
Contact reports the tip of the mountaineer x-15 torque driver broke off in a songer cable connector set screw. The broken tip could not be retrieved from the implanted set screw. White knuckle tightening was performed and it was reported that the surgeon believes the screw was sufficiently tightened.